Event description:
The advocate stated the customer tested her blood glucose and received a reading of 530 mg/dl using her contour ts meter. She took 6 units of insulin based on the reading and became hypoglycemic. Her blood glucose was retested and the reading was 32 mg/dl. The advocate gave the customer some juice and something to eat in order to raise her blood glucose. The customer did not have any test strips left that gave the high reading, but her meter is to be returned for evaluation. A replacement meter was sent to the customer.